Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there were several episodes of ventricular tachycardia and ventricular fibrillation due to noise on the right ventricular lead. The electrical parameters of the right ventricular lead were stable and in range and there was no confirmed damage to the lead. The lead was capped and replaced and the patient was stable.